Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep indicated that there were no contributing factors that caused the lead migration. They stated that the removed leads will not be returned. No further complications were reported or anticipated.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 10-dec-2022, UDI#: (B)(4); product ID: 977a290, serial/lot #: (B)(4), ubd: 07-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the lead migrated down. The health care provider (hcp) was going to perform a revision and push the lead back up. The event was reported to have started a few weeks ago. No further complications were reported.